Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer stated that every time she puts in a quick set and goes to do a correctional dosage after the set change, she receives a no delivery alarm. Customer's blood glucose level was over 500 mg/dl. Customer treated with an injection. Customer reported that the alarm was resolved by an infusion set change. Customer does not want to return the set or reservoir for analysis. Customer was advised to call back when the alarm occurs in order to troubleshoot. Customer stated that next month she might be off the pump. Customer also stated that with her lifestyle, the shots are a better option at this time. Customer had to go back to work and was unable to troubleshoot for high blood glucose levels. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.